Manufacturer narrative:
Device passed displacement test. Device was received with broken belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 600 mg/dl. Customer had blood glucose level of 375 and 111 mg/dl. Customer stated that the belt clip rail and on the battery compartment piece was broken. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.